Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that before use on patient, opened the box and found the disposable packing broken. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5741f. The analysis results found that sc60a device was returned inside its package partially opened. Upon visual inspection, it was observed that the (B)(4) from the packaging was noted to be open and that was properly sealed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Photo received. Upon visual inspection of the picture, the package appears to be damaged on the corner. However, no conclusion could be reached in how the issue could be happened. All product is 100% inspected prior to release.